Event description:
Patient had a port-a-cath placed to receive chemotherapy for breast cancer. During the course of using the cautery (disposable pen), the physician's gloves began to heat up and catch fire. They were quickly removed. During the removal, the gloves touched the patient's chest. The patient had two 1-1.5 centimeter second degree burns on the chest. The patient is treating the burns with silvadene cream and there was no injury to the physician. The physician stated that he did not know if it was user error, or if the cautery pen got stuck in the "on" position, and felt there was an arc. The patient was draped and prepped in the normal sterile fashion. The betadine had dried prior to the use of the cautery.